Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple cartridges were used in an attempt to resolve the issue. Customer was hospitalized due to the "issue with the pump as well as other reasons"; details were not provided regarding the ¿other reasons¿. Customer's blood glucose value was not provided. A visual check on the cartridge and pump pressure system was performed. Although requested, additional information regarding the results of the visual check, hospitalization and customer status were not provided.